Event description:
Boston scientific received information that within the last three months, this right ventricular defibrillation lead exhibited an increase in pacing impedance from 800 to 1,600 ohms. In addition, the thresholds has increased suddenly. It is not known if the patient got a hit against the chest; however, a lead malfunction was suspected. The patient was sent home and will be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.